Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. The lot number was not available, and the rsm has scheduled a visit for add'l inservicing. No add'l pt/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a supplemental report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Materials manager was informed by the nurse of her inability to inflate the balloon while inserting fms into pt. It is reported that she was able to instill about 5-10mls and leakage occurred at luer lock, so she removed syringe and inserted again but was unsuccessful. Lastly, it is reported that she attempted again with a new unit but again was unsuccessful and no add'l attempts were tried.